Manufacturer narrative:
Implant date: estimated based on the 1-year follow-up date of (B)(6) 2021.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The 45-day follow-up transesophageal echo (tee) was within normal limits and no thrombus was seen. At the 1-year follow-up tee, a bright density on the threaded insert of the device was noted which was likely an organized thrombus. The patient has not had a stroke and the patient will be kept on anticoagulation. A follow-up tee will be performed at a later date.